Event description:
It was reported by a company representative that a vns patient experienced deterioration in clinical status due to unknown reason. The clinical status began deteriorating after a period of improvement. At the moment the treating physician will resume the drug treatment in conjunction to vns. Additional information was received from the area representative indicating the patient's mother decided to stop all medication since vns implantation. The increase in seizures was reported to be higher than pre-vns levels, also taking into account that medications were stopped. At the moment, attempts for further information have been unsuccessful to date.